Event description:
Lv lead impedance was out of range via home monitoring (over 3000 ohm). Lead will be replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes, the lead was explanted on (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.